Event description:
Olympus was informed that the telescope's lens and adapter got broken during reprocessing. No patient/procedure was involved.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation nor to any repair center. Therefore, the evaluation/investigation was performed exclusively on the basis of the information provided by the customer. The reported broken lens was most likely caused by excessive force and thus by use error. The light guide adapter was also most likely loosened by excessive force. However, since the rigid scope was not returned the reported phenomenons could not be determined and are being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.